Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) replaced the wash assembly and performed alignments to correct the issue. Instrument was performing as intended. No further action required by field service. The probable cause for this event was a probe mechanical failure due to damaged pm 401 motor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported issues with 4045 wash probe home not found errors with aia-360. The customer was unable to run beta-hcg and troponin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.